Manufacturer narrative:
D4 unique device identifier (UDI) was corrected.

Manufacturer narrative:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the power supply of the monitor, on which the device was docked, failed. The customer reported that the module supposedly gave no alarm. The device was sent to philips bench repair. A philips bench repair technician (brt) evaluated the device and was unable to confirm the issue. There were no functional defects found. The device was confirmed to be operating per specifications and no failure was identified. If additional information is received the complaint file will be reopened.

Event description:
The customer reported power supply of the monitor, on which the device was docked, failed. The module supposedly gave no alarm. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.